Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken assessed, as an unidentified (tear) opening (shell thickness within spec). And missing shell observed, assessed as inconclusive. Anxiety-product/procedure: unable to observe, since it is not related to the device. Additional observations: no other observations were observed on the device. No further actions are required, as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. And exchange from textured to smooth, due to concerns with the product. Device has been explanted.